Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged reduced lung function while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jan 19, 2023, and section h11 should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having nasal/throat irritation or soreness and blood cancer. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR) section h1 was changed from serious injury.to malfunction. Section h6 health effects - impact code was corrected.